Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances with values greater than 200 ohms in the right ventricular (rv) channel. Technical services (ts) was consulted and provided reprogramming guidance. After reprogramming, a trend of low within range shock impedances were observed. Further evaluation was recommended. Subsequently, this ICD was reported to be explanted and replaced. Other than the intervention no additional adverse patient effects were reported. This device has not been returned for analysis.